Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot # has been provided by the complainant.

Event description:
Complaints of leaking at the extension of the safestep safety needle.